Manufacturer narrative:
Device received with blank display, however device was open and disassemble and assemble back and screen came on. No moisture damage on electronic, motor, battery tube anomaly noted. Unable to verify program alarm anomaly, signal too low alarm, unexpected restart alarm or excessive no delivery alarm due to blank display anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm and a program alarm anomaly alarm. Customer's blood glucose was 413 mg/dl. Found unexpected restart alarm and signal too low alarm in history. Device passed the self test. Device had a blank display. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.